Event description:
Piece that actually came outside of the head system - oral-b [device breakage]. Manufacturing issue - oral-b [manufacturing issue]. Case narrative: consumer via phone stated that while brushing, there was a piece that came outside of the oral-b head system. No injury was reported. 01-nov-2022 follow up via image: the suspect product was oral-b power oral care refills io series. No injury was reported. 14-feb-2023 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3753 io6 series. No injury was reported.

Manufacturer narrative:
10-feb-2023 product investigation results: product return was received and investigated. Corrective action is in place and unit was manufactured before date of implementation.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Piece that actually came outside of the head system - oral-b [device breakage]. Case narrative: consumer via phone stated that while brushing, there was a piece that came outside of the oral-b head system. No injury was reported. On 01-nov-2022 follow up via image: the suspect product was oral-b power oral care refills io series. No injury was reported.